Manufacturer narrative:
(B)(4). The root cause was not determined. The actual sample was not returned for testing. A review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. In addition, testing of the retained samples was performed. The testing performed on the retained sample included biological testing. No issues were found. No other abnormalities were identified during the retention sample review. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, the customer indicated that there was no additional information to provide. The nurse indicated that the patient has been using rexeed dialyzers and medline saline and bloodlines and has been doing fine since the event. There is no further information available.

Manufacturer narrative:
(B)(4). The user facility report number has also been added to the appropriate fields. The user facility report has been attached to this submission.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation. If any additional information becomes available, a follow-up medwatch report will be submitted.

Event description:
On wednesday(B)(6) 2010, corporate product surveillance (cps) received notification of a complaint from baxter pharmacovigilance via email. A facility medwatch report (B)(4) was received. It was indicated that a baxter product was hung and flushed with 1000cc. It was indicated that 120mg of solumedrol were administered as a pre-medication. Within 10 minutes of the treatment, the patient complaint of itching and having trouble breathing. The treatment was stopped and the patient was sent to the emergency room. Product surveillance contacted the nurse on (B)(4) 2010 regarding the patient having itching/trouble breathing after being given 120ml of solumedrol. The patient was admitted to the hospital and was in the intensive care unit (ICU) for at least 1 day. The nurse stated that when the patient was in the hospital, the patient did not have any reactions. Per the nurse, they are not exactly sure what caused the nurse to have a reaction. The nurse stated that the patient had a reaction on 3 different dialyzers (exeltra, optiflux 180, rexeed, and combi set lines). The nurse stated that when the patient started feeling numbing on her lips, they stopped what they were doing and the reaction did not escalate. The nurse stated since they are not sure what is causing the patient to have a reaction, they are not sure what to change. The nurse stated that it could be the plastic or several other things. The nurse also mentioned that they could possibly check with an allergist. The nurse stated some pre-medication was given. Benadryl was given but no heparin. Per the nurse, they are going to try to change different things and hopefully find the root of the reason for the reactions. No further information is available at this time.